Event description:
It was reported on october 5th that the c-arm was rotating on its own. A field engineer was dispatched to the site and verified the right side and determined that the switch bank had a defective rotating causing the c-arm to rotate on its own. Both switches were replaced and the unite was operating within manufacturer specifications. No other information is available. No harm to the patient reported.